Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9233 was received for investigation. The visual inspection noted that the anvil pin had broken off the end and was not returned. Visible signs of wear. Laser marks are faded. The cause remains undetermined. It is unknown how many cleaning cycles the device had been exposed to. The most likely cause of the reported failure is wear and tear.

Event description:
On 09/20/2022, it was reported by a sales representative via (B)(4) that a ar-9233 guide broach's back piece is sheared off, there is nothing to mount it on or off. This occurred during an unknown case with no patient effect reported.